Manufacturer narrative:
The device was returned for investigation. The evaluation is not yet complete. Approximate age of device: 1 year and 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the patient's sister found the patient unresponsive on (B)(6) 2019. Per the patient's sister, the system controller was still attached but not on. The patient's sister also noted that the backup controller was out and connected to power. The account suspected a controller failure and the patient did not have enough time to change out their controller. Additional information regarding the expiration has been requested but has not been responded to. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a system controller failure was not confirmed. The system controller (serial #: (B)(4). Was returned for analysis and a log file was extracted from the system for review. A review of the extracted log file showed 240 events spanning approximately 51 days (11feb19 ¿ 03apr19 per time stamp). The pump speed fell below the lsl during the last event of the log file to a speed of 1310 rpm on (B)(6) 2019 at 17:35:39 triggering a motor stop alarm. A no external power alarm activated at the same time stamp when the rsoc voltages dropped to 0.2v on both power leads after the patient was connected to batter power. The ebb provided power to the system. The system controller underwent preliminary and functional testing and functioned as intended for an extended period of time. Pump operation was not affected. The root cause for the suspected controller failure was not conclusively determined through this analysis. Heartmate ii instructions for use section 2 entitled ¿system operations¿ and heartmate ii patient handbook section 2 entitled ¿how your heart pump works¿ details that the backup battery is able to power the pump for at least 15 minutes during a power loss emergency. These sections also provide instructions on how to properly change exchange controllers. Heartmate ii instructions for use section 3 entitled ¿powering the system¿ and heartmate ii patient handbook section 3 entitled ¿powering the system¿ addresses how to properly change between power sources. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.